Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. (B)(4): the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted for shortness of breath and "chugging" sounds from the pump. It was noted that the patient's lactate dehydrogenase level was elevated at approximately 800 u/l, from a baseline of approximately 300 u/l 3 weeks prior. The patient's inr was reportedly subtherapeutic for the previous 2 weeks down to levels of 1.2. Upon admission the patient's inr was 2.0. There was no discoloration of urine noted. The patient was put on a full dose of aspirin with an inr goal of 2.5-3.5. The patient denied receiving alarms. The manufacturer's technical services representative observed transient power elevations upon review of the log file. On (B)(6) 2015, the patient's pump was exchanged due to suspected thrombus. No further information was provided.

Manufacturer narrative:
A correlation between the pump and the report of suspected pump thrombosis could not be conclusively determined as the device was not returned for evaluation. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.